Event description:
It was reported that while servicing the unit, the getinge field service engineer (fse) found the hinges of the cardiosave intra-aortic balloon pump (iabp) display to be broken. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the left and right display hinges (0105-00-0138-01, 0105-00-0138-02). The fse completed all functional and safety checks to meet factory specifications. The iabp is a rental unit, or fixed asset, at getinge japan and will not be returned to the customer. The iabp unit was cleared for use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).